Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4), software version: (B)(4), color: pink, battery life remaining: <8 months . Customer reports: the cartridge holder is no longer connecting onto the inpen. Per visual inspection: missing cartridge holder. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: no cartridge holder was returned with inpen. Test cartridge holder does fit securely onto inpen. The customer complaint of his cartridge holder not locking onto inpen properly could not be confirmed.